Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. To this date, there has been no revision reported and the patient refused any further medical treatment. Functional testing and inspections could not be performed due to the product not being returned and no photographs, x-rays, scans, or physician reports being provided. The instructions for use (IFU) for this product provides the following information in the section titled adverse events: removal of components(s) including, but not limited to the following: implant changes caused by loading and/or wear. Degenerative changes within the joint surfaces from disease or previous implants. Implant materials producing particles or corroding. Loosening or displacement with or without removal of the implant. Dislocation. The manufacturing history was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical device: biomet microfixation tmj system right narrow mandibular component, 45 mm, catalog #: 01-6545, lot #: 020151; biomet microfixation unknown screws, catalog #: ni, lot #: ni. Therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00820

Event description:
It was reported that there was some dislocation. The patient advised they do not plan to have any further follow-up and refused future surgical procedures. No adverse events have been reported as a result of the malfunction.